Event description:
A company rep reported that the 6.5 mm pedicle screw tap broke off in surgery. The doctor was not able to remove the tip and it was left in the vertebrae.

Manufacturer narrative:
The company rep attending the surgery reported that the pt had hard, sclerotic bone. In tapping the pedicle, the surgeon was rocking the tap back and forth while applying a torque when the tip portion broke off in the l5 pedicle. The surgeon made an attempt to retrieve the tip but was unable to access the broken portion. The surgeon completed the surgery by skipping the l5 level and placing pedicle screws in the adjacent levels.